Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to circuit board failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite ii video system center touch screen went black. The issue was found during inspection prior to use in a therapeutic laparoscopic procedure. The procedure was completed with another device with no delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not reproduced. However, evaluation found the printed circuit board failed which caused occasional black screen on startup, and no output from the 3g/serial digital interface output 2. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.